Event description:
The patient had an IV catheter placed in her right forearm on (B)(6) 2024. Staff found the IV had been removed by the patient on (B)(6) 2024. The clear catheter was not attached to the hub. Staff was unable to find the clear catheter on or around the patient. The patient went to the operating room to have the foreign body removed on (B)(6) 2024. No foreign body was found during the surgery.